Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not manufactured in the us. (B)(4). As per the dfu for this lens model, vicl's are contraindicated for implantation of lens in patient's with acd (anterior chamber depth) value less than 3.0 mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens of -10.50 diopter in the patient's right (od) eye on (B)(6) 2017. The lens was removed and exchanged for a longer lens on (B)(6) 2017 due to low vault. The problem was resolved.